Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed s part of a retrospective review of the complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that while placing the right ventricular lead in the ventricle, the impedance measurements were abnormally high. The physician detected the issue was with a stylet stuck in the lead. The lead was extracted and replaced.